Event description:
It was reported that the tape detached from the needle during the procedure. Wound was extended "a little bit" in order to remove the tape. There were no adverse patient consequences reported.